Event description:
Patient went in for routine dialysis treatment, when the venous hub was aspirated, bubbles were noted in syringe. Attempted to flush venous hub, noted normal saline leaking. A small crack was noted in the luer of the catheter.